Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they does allege pump was under delivering. The customer¿s blood glucose level was 318 mg/dl. The customer was treated with syringes. Customer's other blood glucose was 290 mg/dl, 248 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer states that auto mode was active. Customer states that high pressure test was passed. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump and reservoir will not be returned for analysis.